Manufacturer narrative:
All available information was investigated, and the reported leaking valve was confirmed via device analysis. Additionally, it was observed that the sgc hemostasis silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the cause of the observed torn valve and tissue injury were unable to be determined. The reported leaking valve is due to the observed torn valve. The reported patient effect of tissue injury, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (scg) was inserted. However, while removing the dilator from the sgc, tissue was observed in the column of the sgc. The tissue was removed from the sgc. The procedure was continued. However, when the clip was introduced into the sgc, the sgc would not hold column. Aspiration was performed, and the clip was inserted a second time, but the sgc lost column again. Therefore, the sgc was removed and replaced. A new sgc was inserted and the procedure continued without incident. There were no adverse patient effects and no clinically significant delay in the procedure.